Event description:
An arrow flextip epidural catheter was placed for labor analgesia in this 14 year old gravida 1 female. No problems were evident during the epidural labor analgesia. After delivery when catheter was removed, the plastic catheter and the coiled wire separared, leaving the wire inside the pt. Gentle traction on the wire permitted removal with no apparent complications. The wire was photographed and a case report is being submitted to the journal anesthesiology.